Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was turning off on its own. It was stated this was happening "2-3 times a day." The pt was able to turn their device back on with their pt programmer. The physician confirmed that when she arrived at the hcp office on (B)(6) 2011, the device was turned off. Impedance checks were normal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.